Event description:
Experienced quality control issues using dexcom stelo 14-day blood glucose monitor. Two monitors stopped connecting to phone application mid cycle. Latest unit failed to connect immediately upon installation, rendering it useless. Pt: 4582. Device: 3283; 3270. Reference: mw5175498, mw5175500.